Manufacturer narrative:
Article citation: increased prevalence of brca1/2 mutations in women with macro-textured breast implants and anaplastic large cell lymphoma of the breast. Authors: de boer mintsje; van der hulst rene rwj; hauptmann michael; hijmering nathalie j; van noesel carel j m; rakhorst hinne a; meijers-heijboer hanne ej; boer jan paul de; de jong daphne; van leeuwen flora e. American society of hematology. Tracking no: (B)(4). The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "anaplastic large cell lymphoma of the breast."

Event description:
Journal article: "increased prevalence of brca1/2 mutations in women with macro-textured breast implants and anaplastic large cell lymphoma of the breast.". The article discusses 17 cases of bi-alcl and examines whether brca1/2 mutation carriership increases the risk of bia-alcl in women with implants. The article does not provided confirmation of diagnosis histological markers cd30+ and alk-. This records relates to case 1. The patient has brca 1 mutation and had a bilateral prophylactic mastectomy. Patient had breast implants and was later diagnosed with bia-alcl in the left breast. Device status is unknown.